Event description:
It was reported before use that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name, event site email, event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updates fields - b4, d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) waiting on parts to arrive for service. No repair information available as of now. In future if we receive any repair information will reopen and update the investigation.